Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was damaged. The customer¿s blood glucose level was 81mg/dl at the time of the incident. The customer reported that last week when she was changing reservoir noticed that the o ring broke in half and almost lost the pump. The customer reported that there was a crack in the o ring and it fell off the pump. The reservoir is not in the pump and comes right out. The customer had a motorcycle accident in august. She landed on the right side and the pump was on her left side. The customer¿s blood glucose was 134mg/dl. She was reading on a motorcycle and had an accident. She was not the driver. Customer reports damage to the pump. Details of the damage: not sure how these damages occurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked lcd window, missing reservoir tube o-ring and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.